Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issues. He replaced the system controller pcb assembly which resolved the reported issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.  Physio further evaluated the removed system controller pcb assembly and verified the reported issues; however, further cause could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device displayed "connect electrodes" when attempting to charge for defibrillation. It was also observed that there paddles lead ECG would not display and the device would locked up. As a result, defibrillation may not be possible, if it were necessary.